Manufacturer narrative:
Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test and excessive no delivery test. The operating currents were in specifications. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that due to periodic falls, insulin pump had cracks, which customer had not noticed due to bad eyesight. Nurse practioner advised that cracks may be causing low blood glucose. Customer's low blood glucose levels were 42 mg/dl and 46 mg/dl which were treated with sugar tablets.